Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation the duodenovideoscope exhibited scratches on objective lens adhesive joint. There was no patient involvement.